Manufacturer narrative:
(B)(6). (B)(4). Product analysis :visual and optical examination of the instrument confirms the handle is broken, with the fracture surface displaying a quasi-brittle fracture with riverlines consistent with bend stress overload. The morphology of the fracture suggests the direction of fracture. The above observations are consistent with bend stress overload.

Event description:
It was reported that intra-op, a 2mm micro pituitary broke at the handle. The instrument came in contact with the patient. No fragment of the instrument remained in the patient. No patient complications were reported.